Event description:
It was reported that an unspecified malfunction occurred. On approximately (B)(6) 2022 the patient experienced an unspecified transmitter error. The patient was going to his room when one of the people in the facility where he lives noticed that he was losing consciousness. The patient experienced hypoglycemia and loss of consciousness. There were no blood glucose readings documented as the patient could not take the measurements. The people at the facility called an ambulance, and the patient was taken to the hospital. At the hospital, the patient was treated with glucose and unspecified medication. He recovered and was discharged the same day. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.